Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 345 mg/dl. The customer was treated for high blood glucose with pump. The customer declined to perform high pressure test. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised we will send replacement reservoir. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated he actually does see air in the tubing when plunger push it out, didn't see air bubblers after we got the plunger back on.